Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted and the motor passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the pump alarmed for motor error. The customer's blood glucose level was unknown. The customer's levels had been as high as 500mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.